Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 30-mar-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the unstable power supply to the peripheral parts due to the aging degradation of the power supply unit.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the subject device could not be turned on occasionally. In addition, the facility also stated as followings. There was no respond and without light up even if the power switch was pressed. The subject device could be turned on when it was tried a few times. Once the subject device could be turned on, it was not turned off in the middle. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no patient injury associated with this report.